Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing abdominal pacing, diaphragmatic nerve stimulation and low heart rate. The right ventricular (rv) lead had loss of capture, high unstable thresholds, low r-waves, loss of pacing, and a lead warning triggered for low impedance. The rv lead was reprogrammed to ensure pacing. It was noted that the rv lead had possibly dislodged. During an attempt to reposition the rv lead, signs of unstable thresholds and impedance continued. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.